Manufacturer narrative:
No product is being returned to applied medical for evaluation but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ra sigmoidectomy. Event description: device was being used as an assist port. During the case, the gelpoint began leaking air. Upon inspection, a rip in the alexis sheath was identified. Another gelpoint was opened and placed. The case continued with no further complaint. No clinical impact to patient. The device was replaced, and no concomitant devices were used. Additional information received via email from [name] on 21feb2024: around 10 minutes into the case, the leakage occurred. In attempt to resolve the leakage, the surgeon wrapped a wet raytec around the circumference of the alexis. We did not have pneumoperitoneum issues, because an airseal was in use. Intervention: the device was replaced. Patient status: no patient injury.

Event description:
Procedure performed: ra sigmoidectomy event description: device was being used as an assist port. During the case, the gelpoint began leaking air. Upon inspection, a rip in the alexis sheath was identified. Another gelpoint was opened and placed. The case continued with no further complaint. No clinical impact to patient. The device was replaced, and no concomitant devices were used. Additional information received via email from applied medical account mgr on 21feb2024: around 10 minutes into the case, the leakage occurred. In attempt to resolve the leakage, the surgeon wrapped a wet raytec around the circumference of the alexis. We did not have pneumoperitoneum issues, because an airseal was in use. Intervention: the device was replaced patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.